Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by nurse that patient was currently hospitalized due to hypoglycemia. Patient's blood glucose level dropped to 42 mg/dl due to wearing a pod. Despite follow up attempts to obtain additional medical event details, no further information was provided.